Event description:
It was reported that during a total lap hysterectomy procedure, during the transection of the uterosacral ligament, the enseal broke and the jaws would not open. There were no patient consequences. Case completed with a harmonic ace36e.

Manufacturer narrative:
(B)(4). Additional information the device was received with the top of the I-blade broken and a piece missing. During mechanical test, the jaws could not be properly opened and closed. The missing piece prevents the I-blade from opening and closing. The possible cause of the I-blade damage was during transection of thick and fibrous tissue prior to tissue dissection.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.